Event description:
New information received notes that the ra lead also exhibited high pacing impedance and sensing measurements issue.

Manufacturer narrative:
The reported events were ¿the lead was not stable in all positioning¿, high pacing impedance and p-wave amp variation. As received, a complete lead was returned with all tines intact. The reported events of high pacing impedance and p-wave amp variation were not confirmed. Electrical testing and visual inspection of the lead did were normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead was unable to be implanted due to unspecified parameters and stability issues. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.